Manufacturer narrative:
Device not returned

Event description:
It was reported that the cartridge was leaking at the septum. Reportedly, the leak may have been caused by overfilling, although unable to confirm. Tandem technical support educated customer regarding cartridge/insulin labeling. The cartridge was changed to address the issue. Customer's blood glucose ranged from 122-123 mg/dl.